Event description:
It was reported the patient is experiencing poor wound healing at the lead incision site. Surgical intervention is planned to open the incision, clean the wound and close the incision. Follow up information identified the patient underwent surgical intervention and issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).